Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting no capture and impedance measurements greater than 2500 ohms. Therefore, a lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.